Event description:
The surgeon reported a corneal burn. To close the incision, several sutures were needed. The surgeon suspects that there was some kind of clogging in the phaco handpiece, as a result, the handpiece got obstructed and overheated. The surgeon provided additional information. During the first "shaving" at the level of the cortex, an abnormal sound of the instrument with little effect at lens height was heard. Afterwards, it was heard a tingling of occlusion, but the damage had already occurred; the cornea was burnt at the level of the opening. The cassette and the phaco handpiece were changed. The surgeon completed surgery without further problems. Several sutures had to be placed on the cornea to close the opening of 2.2 mm. There was severe astigmatism induced, due to the sutures.

Manufacturer narrative:
No sample was returned for evaluation. However, a cd containing a video of the reported event was returned for review and evaluation. This review revealed the following regarding these events: the thermal injury appeared to arise around the 3 minute mark of the video. The settings were reviewed and recommendations were made to adjust the settings to prevent further events. A review of the complaints for the last 24 months did not indicate any additional reports for any of the handpieces associated with this event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.